Event description:
It was reported that a crack was observed at the luer of a folfusor, resulting in a leak. The folfusor was filled with ceftazidime (non-baxter). This event occurred during patient infusion. No patient injury or medical intervention was reported in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The visual inspection did not show any signs of leakage or damage to the luer. The reported condition was not confirmed. A batch review will be performed. If additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured november 8, 2013 - november 12, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.